Event description:
A malfunction on the pump was reported by the caller after visiting a roller coaster amusement park. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. As a corrective action, the customer planned to use a backup insulin pump temporarily. Technical support sent a replacement pump and provided instructions for placing the pump into storage mode, shipping the problematic pump back, and steps to follow upon receiving the new pump.